Event description:
Eyes were itchy and sore after using clear care contact lens solution. I switched to another product had no problems but when I switched back to clear care and used my contacts on (B)(6) I experienced the itching and soreness and had to remove my lenses after three hrs. I called ciba about my problem and was told that I was not using the product properly. They stated that the inside of the carton had more detailed instructions that I had not followed such as not to rinse the lens cup with water or not to rinse the lenses with saline. (I rinse with saline because the clear care burns my fingers and turns the skin white). Unfortunately, the instructions on the bottle do not refer the consumer to the inside carton nor are these details, which appear to be important for preventing an adverse event, included in the instructions on the bottle.